Event description:
The patient had pain after twisting the hip. No problem with the devices. The femur fractured. At about 3 weeks from primary the surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 january 2025: lot 2242470: (B)(4) items manufactured and released on 13-mar-2023. Expiration date: 2028-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta clinical affairs manager: a revision surgery was performed three weeks after the primary implantation of a total hip arthroplasty (tha). A femoral fracture was reported; however, we have no evidence of this, as the only available x-ray image pertains to the immediate post-operative period. The reported cause of the fracture was a twisting motion of the hip. Unfortunately, we are unable to provide a thorough evaluation, as the available image refers to the post-operative and is of very poor quality, making the bone structures difficult to visualize.